Event description:
Peritronics fetal monitor system at desk area did not register tracing. When temporarly fixed to provide tracing, alarms did not work. Extra staff needed to provide continual observation of system and intervention for fetal deceleration.